Manufacturer narrative:
Additional information: on (B)(6) 2024 the lens was explanted and on this same date a replacement lens of same length and different power/axis was implanted. This resolved the problem. Claim#: (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticm5_13.2; -8.5/+5.5/73 (sphere/cylinder/axis) implantable collamer lens into the patient's right eye (od) on (b)(6 2023. The surgeon reports there is lens rotation not associated to low vaulting; refractive surprise and on (B)(6) 2023 the lens was repositioned but this did not resolve the problem. Lens remains implanted. The cause of the event was reported as user error and noted "calculation error caused by use of the wrong axis; after reposition into the intended axis; the lens rotates again without low vault".

Manufacturer narrative:
Claim # (B)(4).

Manufacturer narrative:
H3 - device evaluation: lens was returned in a micro-centrifuge vial, dry. Visual inspection found the lens optic deformed, haptic deformed and stretched out. Dimensional and functional inspection found the lens within specifications. Claim#: (B)(4).